Event description:
It was reported that at the moment of the fixations, when the screw was inserted, the screw broke. A back up device was available. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.